Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer's additional information provided in b5.

Event description:
The customer reported to olympus the maintenance unit switch was completely broken. The event took place prior to the procedure during a technical cleaning procedure (leak test and removal of water from the device air and water channel). The device was replaced immediately. The procedure was completed using a similar device. There was no delay in the procedure. There was no health hazard to the patient or user of the device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, that the maintenance unit switch was completely broken. The event took place during a procedure. There was no health hazard to the patient or user of the device.